Event description:
It was reported that pump housing around usb port was damaged, screws no longer held plastic piece in place, and pump could no longer be guaranteed watertight, although charging was not affected and cause of damage was unclear and described as normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate method if necessary, and technical support arranged shipment of replacement in-warranty pump.